Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; controller (B)(4) failed visual inspection as a result of power source port 1 found loose from the controller housing with the black o ring gasket missing and power source port 2 had the o ring gasket displaced. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to evaluate the controller loose connector and implement corrective actions as required. A notification was sent to hospitals under fsca apr2016 was initiated on may 5th, 2016 to inform clinicians about this issue and to recommend that the connectors on patients' controllers be inspected on a periodic basis to check for the presence of this condition. Users are further instructed to exchange any controllers that are identified with loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-00882 and 00883) submitted for devices related to the same event.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. No further information will be asked for this complaint as it pertains to the dt2 study group and they will be responsible for the reportability and follow up of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-00882 and 00883) submitted for devices related to the same event.

Event description:
It was reported by a vad coordinator that the patient noted the power port #1 on the controller running his rvad was loose from the controller case housing and the "o" ring in the connector that seals it to the housing had come out. He also noted a loose connector in power port #1 on the controller that runs his lvad (B)(4) though the o-ring was still in place. The patient denies dropping either controller, pulling or twisting the connectors to ports #1 on either controller. The controllers were exchanged with complete resolution of issues and the patient had no adverse physical effect from this.